Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 15000 mcg/ml fentanyl at 1306 m cg/day via an implantable infusion pump for an unknown indication for use. The patient was having an increase in pain. The issue started within the last year. The healthcare professional attempted to aspirate the catheter in the office on (B)(6) 2019 with "sluggish," return. The catheter was replaced on (B)(6) 2019. It was noted at replacement that the catheter was occluded at the spinal segment. The issue was resolved at the time of the report. The patient's pump was prophylactically replaced. The healthcare professional (hcp) would not be returning the device. The patient's status was noted as "alive-no injury." No further complications were reported.